Event description:
Complaint alleged that the brakes were not latching. No one was hurt or injured.

Manufacturer narrative:
Tech found that the casters would lock, but would still swivel from side to side. Replaced the casters and one hex rod to resolve this issue. Stretcher was in a storage area.